Event description:
The facility's biomed reported the pump was programmed to infuse a 2100ml bag of unknown medication at a rate of 78ml/hr. The medication was supposed to have infused over 27 hours and at 24 hours the nurse was calling pharmacy for more medication. Biomed noted no medical intervention was needed and no patient injury resulted, the nurse just needed to hang more of the medication sooner than intended. The biomed was asked if she knew any specific patient details, the tubing product code and lot# in use or had any additional contact information. The biomed noted there was no incident reported filed so she does not have any of this info. The biomed did note she tested the pump at a rate of 78ml/hr with a volume to be infused of 200ml, but the device delivered 250-300ml for her testing.